Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear fixation. Upn: m365sc2218500. Model: sc-4318. Batch: m365sc43180. UDI: (B)(4).

Event description:
It was reported patients' battery incision site was opened up. The patient was sent to the emergency room and the spinal cord stimulator (scs) was explanted. The explanted device will not be return due to facility policy.